Manufacturer narrative:
(B)(6). Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited capture anomalies at implant. The device was explanted and replaced.